Event description:
I had the essure device placed in 2010. A few months later I had multiple problems, which included severe abdominal pain, abdominal cramping, stomach bloating, sharp painful headaches migraine, sharp shooting pain in arms and legs, coughing up blood, painful intercourse, extreme fatigue, device migrated, device perforated another organ, strange vaginal discharge and infection, menstrual cycle very heavy and thick clots which last for about 2 weeks before 2-3 day cycle with little bleeding, extreme body temperature changes either too hot or too cold. It varies and it is inconsistent. Because of the migration of the device, it is a very difficult and complicated procedure. I've had multiple doctors turn me down to have it removed. It is now 2016 and the devices are still in. I'm waiting currently to see a doctor right now. I had an hsg test which showed that the device migrated, perforated another organ. I've been to the doctor and the emergency room multiple times and nothing can be done because of the migration and perforation. The procedure is complicated. I believe this essure device should be recalled and removed. There are several obvious problems with this device. Many of which I have listed above. This device causes significant health problems. This product does not protect and promote public health. This product has adverse serious side effects, quality problems and therapeutic failures. This product does not work correctly and this product's health benefits do not outweigh its risks. I sincerely question the research done on this product in terms of quality, safety and effectiveness.